Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient reported experiencing chronic pain and "functional limitations" after implantation in 2016 with an aero-c device. The patient underwent revision surgery.

Event description:
A patient reported experiencing chronic pain and "functional limitations" after implantation in 2016 with an aero-c device. The patient underwent revision surgery.

Manufacturer narrative:
Device location unknown.